Manufacturer narrative:
A complete lead was returned in one piece measuring 57.5cm. Analysis was completed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information received with the return document indicated the right ventricular lead was oversensing noise triggering pacing inhibition.

Event description:
New information received indicated the patient presented for a follow up where, upon interrogation, it was observed the right ventricular lead had a fracture. The lead exhibited high pacing thresholds and high impedance values. The lead was explanted and replaced on (B)(6) 2021. The patient was stable.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented remotely. Upon review of the transmission, it was observed the right ventricular lead was sensing noise. No intervention or programming changes were completed. The patent was stable.